Manufacturer narrative:
The insulin pump received with blank display due to corroded battery tube. The insulin pump was unable to perform minilink transmitter test and blood glucose meter test due to blank display anomaly. The insulin pump received with minor scratches on display window, cracked reservoir tube lip and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose. The pt's blood glucose was at 131 mg/dl. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer does not feel comfortable with the pump and would like it replaced. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further info was provided.